Event description:
It was reported by a competitor that the device has some ventricular undersensting and a low battery. The device will be replaced and the current device location was noted as out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.